Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device keeps alerting air in line and stopping therapy. The patient temperature was 34c, targeted temperature was 35c. Water flow rate was 0 l/m. The small universal pad attached and walked through stop therapy, disconnect and reconnect and then restarted therapy. The water flow rate shows 0 l/m with low air leak alert. Stopped the therapy, disconnected and placed in device in manual control at 35c. System diagnostics with no pads were outlet monitor temperature were 15.2c, outlet control temperature were 15.2c, inlet temperature were 15.7c, chiller temperature was 5.9c, water flow rate was 1.7 l/m, inlet pressure was -7.1psi, circulation pump command 48 percentage, mixing pump command 0, heater was 100 percentage, water reservoir level was 5, system hours were 2007.9 and pump hours were 1300.3. Added pad back while in manual control and water flow rate 2.1 l/m. Disabled manual control and restarted therapy. Water flow rate 0.3 l/m and device alerting air leak. Advised swapping out to new pad. Set this one aside for investigation. Per follow up information received via phone on 11-jun-2026, nurse confirmed they had the pad in the office and requested a box sent to the picu. Patient completed therapy with a new pad.